Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a leaking reservoir. The customer stated that when he checked his reservoir compartment, he felt a tiny bit of moisture. The customer also stated that he did not feel any on the reservoir. Nothing further was reported.